Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5077997) on 20-mar-2020. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion disability), systemic lupus erythematosus ("lupus"), alopecia ("hair loss"), fatigue ("extreme fatigue") and idiopathic urticaria ("idiopathic urticaria") and was found to have weight increased ("weight gain") and antinuclear antibody positive ("ana test positive"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, weight increased, alopecia, fatigue, idiopathic urticaria and antinuclear antibody positive outcome was unknown. The reporter considered alopecia, antinuclear antibody positive, fatigue, genital haemorrhage, idiopathic urticaria, pelvic pain, systemic lupus erythematosus and weight increased to be related to essure. The reporter commented: her gynecologist is running tests to see if she need a hysterectomy to have her essure removed as they expect that it was the source of all of the issues she was experiencing. Consumer mentioned disability/permanent damage, required intervention as event outcome, however she did not specify and/or assign to one of the events in her narrative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received : case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5077997) on 29-jun-2018. The most recent information was received on 28-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion disability), systemic lupus erythematosus ("lupus"), alopecia ("hair loss"), fatigue ("extreme fatigue"), idiopathic urticaria ("idiopathic urticaria") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain") and antinuclear antibody positive ("ana test positive"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, systemic lupus erythematosus, weight increased, alopecia, fatigue, idiopathic urticaria, pelvic pain and antinuclear antibody positive outcome was unknown. The reporter considered alopecia, antinuclear antibody positive, fatigue, genital haemorrhage, idiopathic urticaria, pelvic pain, systemic lupus erythematosus and weight increased to be related to essure. The reporter commented: her gynecologist is running tests to see if she need a hysterectomy to have her essure removed as they expect that it was the source of all of the issues she was experiencing. Consumer mentioned disability/permanent damage, required intervention as event outcome, however she did not specify and/or assign to one of the events in her narrative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: the case is legal now. Content from social media received. Patient's medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.